Manufacturer narrative:
No knife sample has been received by manufacturing for evaluation therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. As no sample was returned and no lot number information is available, the root cause for the reported customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regard to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A customer reported that multiple knives have been dull and progressively worse. Procedure details and patient impact information is unknown. Additional information has been requested.